Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient have arthritis on their lower lumbar and 5 months ago they shut the implantable neurostimulator (ins) off and not been using it, then all of a sudden 7 days ago, they started feeling a stimulation when they didn't even turn it on. Patient then connected to the ins and confirmed that the therapy is turned off, and they turned it on, they were at program 7 and the stimulation was very high, patient then changed their program to 1 and the stimulation level. Patient stated that they left it on for about 2 days, and found that there's water on their left feet, swelling, and they don't think they're expelling the water that they are drinking, patient then shut it back off, but was still feeling the vibration down there. Patient stated that they had a fall about a week ago, but they think it didn't do any damage, because they only fell on one little step, then on the weekend they started feeling the vibration. Patient was advised to check seek healthcare professional (hcp) to have the implantable system checked, bu t the patient was currently on a long vacation in mexico. Additional information was received, patient continued to reported that they felt like a motor was humming "down there" even though the therapy was turned off. The patient mentioned that they turned the therapy on/off several times, but they continued to feel the same humming/vibration/movement down there. The patient said it felt like something was buzzing and it felt weird. The patient noted that they were standing in the kitchen when they first felt the sensation, but they initially thought it was tremors. The patient was concerned there may have been damage to the implanted components, so they thought the implanted components might need to be removed. The patient contacted their local hcp in mexico and told the patient they would try to find someone local to further address the issue. The patient requested contact information for a local hcp that was familiar with the ins and could perform an explant procedure. The patient considered the situation to be an emergency.